Event description:
Add'l info received from MFR 6/27/03: MFR has reviewed data from their complaint handling system in an attempt to identify a catalog number and a lot number combination that fit the limited info provided on the voluntary medwatch. Due to the redactions and minimal info provided, co was unable to find a matching complaint or medwatch. The info supplied on the voluntary medwatch does not provide enough info to indicate which product line or type of hip device could be associated with this event. Thus, co cannot identify the component that was allegedly revised. MFR's research has revealed that of the medwatches already reported to the FDA, none of them match the associated time frame provided on the form (section d7 and d8). Co will continue to monitor all field events to both ensure they provide their customers with safe and effective products, as well as attempt to improve co's products.

Event description:
Removed sulzer implant (hip joint) from pt due to pain and recall.